Manufacturer narrative:
Section d10 references: product ID 37761 lot# serial# (B)(6); product type recharger product ID 37751 lot# serial# (B)(6); product type recharger product ID wr9200 lot# serial# unknown; product type recharger product ID 37601 lot# serial# (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2015; product type implantable neurostimulator product ID 37601 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2015; product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis of the desktop charger (s/n (B)(6) found the cord was frayed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since first being implanted, the patient had continued to always kind of shake and due to the progression of their disease, the shaking had just continually gotten worse where the patient shakes so bad. The caller mentioned they felt the design of the desktop charger (dtc) and recharger was bad as with the patient's shaking, they would try to put the connector pin in the recharger and the pin was not very strong and would break off, thus they have had the dtc replaced about 15 times in the past, and now, since last week, the dtc connector pin had broken off, in addition to the recharger port metal piece breaking, falling out. The caller mentioned the patient had another recharger, the wireless recharger (wr), but the patient mainly used the 37751 because since receiving the wr several months ago (see case # rtg0396637 for timeline of acquiring wr), the wr only worked half the time (pss asked for s/n but caller was not with equipment). The caller stated there was nothing wrong with the wr equipment, just that the patient had difficult time charging their ins due to the wr having a hard time finding a connection to the ins, which they believed was due to where the patient's ins was placed under their skin. An email was sent to repair to replace the recharger desktop charger.